Event description:
This spontaneous report was received from a consumer via phone on (B)(6) 2010. The consumer reports that she has a history of grinding her teeth at night and had her dentist create a dental appliance to help with it. Her dental appliance from her dentist was damaged and not repairable, so she purchased this product. She followed the directions on the label. On her first night of use, she woke up with tooth pain. She was subsequently seen by her dentist who determined she had cracked a molar on each side of her jaw. The location described as the lower jaw, second tooth from the back on each side. The dentist indicated that a crown would repair the injury, but caller is unable to afford the repair at this time. See scanned page.